Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on approximately (B)(6) 2026, the dexcom g7 app continuously displayed glucose values of approximately 40¿60 mg/dl for nearly 10 hours. During this entire period, no error was displayed on the dexcom g7 app. Trusting the displayed low glucose values on the cgm, the patient repeatedly consumed carbohydrate-containing drinks and snacks as part of standard hypoglycemia treatment. The patient experienced approximately 4 kg of body weight loss within about 10 hours, severe nausea and repeated vomiting, blurred vision, tachycardia, dyspnea, chest pain, headache, dizziness, and generalized weakness. The patient¿s s symptoms worsened and at some point the patient was taken by emergency medical transport (119) to the emergency department at a (B)(6) hospital. A blood glucose test performed by the paramedics, showed "high" (above the measurable range). Upon replacing the g7 sensor, the dexcom g7 app also began displaying high. There they performed a specialist consultation and medical examinations, and the patient was treated with intravenous fluid and at least 50 units of corrective insulin. The length of time in the hospital (less than or more than 24 hours) is unknown. At the time of the report the patient was still experiencing anxiety and ongoing psychological distress. Inaccuracy allegations are confirmed by either comparing an entered meter calibration to the preceding cgm value, or by comparing an entered user event meter value to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Data investigation for this complaint could not confirm the report of a discrepancy as meter calibrations/user events to confirm a discrepancy were not present surrounding the alleged date of issue on (B)(6) 2026. As the complaint could not be confirmed, the root cause of the reported event could not be determined. However, data investigation did find that the patient¿s estimated glucose values remained in a low range for several hours before the sensor finally failed on (B)(6) 2026, as the patient had alleged. The next sensor that was started minutes later read high (greater than 400 mg/dl) as soon as it started registering readings, which again aligns with the patient¿s report. Although no meter calibrations or user events were observed in the performance data, the blood glucose meter value measured by the paramedics prior to replacement of the sensor reportedly read high, which suggests that the patient¿s cgm had been reading inaccurately prior to the sensor change. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code -2607 - weight changes.